Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the insulin gauge displayed multiple inaccurate fill estimates across multiple cartridges. Reportedly, the insulin gauge displayed an inaccurate value of 89 units and it was filled with 330 units of insulin. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate. Additionally, the pump would not charge normally while plugged into a power source. Reportedly, the pump would only charge intermittently which resulted in the pump battery depleting and the pump shutting off. The customer¿s blood glucose was between 171-397(mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Additionally the alleged fill estimate issue could not be verified.